Event description:
The customer reported that this unit was unexpectedly rebooting.

Manufacturer narrative:
The customer reported that this unit was unexpectedly rebooting. A philips field service engineer went to the customer site and verified the failure. The customer inadvertently was using known failed batteries. Replacement of a known good battery resolved this issue.